Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics field service tech was unable to duplicate the customer reported problem. The service tech reported a diagnostic code that indicated a ventilator restart. The service tech replaced the cpu pcb and power switch to correct the problem. Performance verification testing and extended self testing (est) was completed and all tests passed per operating specifications. MFR's testing of the cpu pcb and power switch was unable to duplicate the customer reported problem, with no faults found during testing of both parts.

Manufacturer narrative:
Na